Event description:
There was an alleged resheathing failure on a deltapaq coil (cdf10015230/c20523). The target vessel site is the anterior communicating artery. There was no clinically significant delay in the procedure that may have lead to an injury. The device did not kink or bend prior to resheathing. There was no other visible damage that may have lead to the resheathing failure. There was no damage on the coil after it was removed from the patient.failure analysis discovered that the coil was returned with severe stretching and kinking damage.

Manufacturer narrative:
The coil was returned with severe stretching and buckling damage which was located outside the sheath. Located off the proximal end at 32.5 and 149.0 (both in centimeters) are two severe kinks to the core wire. Due to the location of both the coils and delivery wires damage it cannot be determined how much damage occurred during the procedure or during post-procedural handling and packaging for return. Located inside the resheathing, the coil protrudes outside the sheath. The protrusion site is proximal, but adjacent to the clear/green junction on the introducer. Mechanical sheath damage was found proximal, but adjacent to the clear/green introducer junction at the distal tip of the skive. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has compression and stretching damage. The evidence suggests that there are three possible contributing factors to the resheathing difficulty. These factors may have worked in tandem or separately with each capable of producing similar results. The primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused some kinking of the delivery wire, a portion of the damage found to the coil, and the protrusion of the core wire and coil outside the sheath. In this condition the coil cannot be advanced, retracted, or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. The secondary contributing factor may have occurred any portion of the resheathing tool was advanced past the proximal end of the green introducer. Mechanical tooling damage by the resheathing tool found in this section suggests that this may have occurred. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible¿¿ the third contributing factor may have occurred if the coil was being resheathed in a manner different than the one outlined by the IFU. If this did occur then for optimum product performance and to prevent potential complications, the IFU recommends, ¿when necessary, the codman microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the rhv. Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath, replace the introducer tip back inside the rhv. Tighten the rhv. With your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the rhv and remove the introducer. Fig. 6: pulling back the dpu wire hub connector¿¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed and additional coil damage was discovered, however procedural factors outlined in the IFU likely contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.